Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
(B)(4). Weight unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided. A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant was unable to be placed and the procedure was not completed using another device. Implant was removed and the dr. Performed a sinus lift and bone graft. Patient will return for additional appointments. Customer does not know implant item or lot, could only provide that it is a tsv 6.0x11.5. Tooth #3.